Event description:
It was reported that during a diagnostic lap procedure, the hand activation feature was not working correctly. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. Serial number = na.